Event description:
Revision surgery due to Dislocation.

Manufacturer narrative:
The agent reported CHRONIC DISLOCATION AGE 64 GENDER Male.Complaint has been evaluated and is similar to report number 1644408-2022-00345; 509-01-036, S803 - Dislocation, Revision Surgery.If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.